Manufacturer narrative:
Based on the results of the investigation, it is likely the reported event was caused by damage to the scope dome. However, a definitive root cause of the breakage could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage to connector. There was no patient involvement.